Event description:
It was reported via a trial that on (B)(6) 2009 due to unstable angina, the patient had a 2.5 x 18 mm promus stent placed in the 80% stenosed, mid left anterior descending artery, with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2011, the subject presented to the emergency room with symptoms of chest pain and was treated medically and sent home. On (B)(6) 2011, the subject underwent a myocardial perfusion stress test which revealed a moderate size area of the anteroapical wall that had mild photopenia at rest and mild to moderate at stress; possibly due to soft tissue attenuation to anteroapical ischemia. On (B)(6) 2012, the subject complained of constant chest pressure; sometimes radiating to the left side of the neck and jaw and was associated with shortness of breath. The same day, the subject underwent coronary angiography which revealed a widely patent stent in the mid lad with 70% stenosis at the proximal edge of the stent and 90% stenosis distal to the stent. Target lesion revascularization was completed with a 2.5 x 16 mm non-abbott stent placed distal to the mid stent and a 3.0 x 24 mm non-abbott stent placed proximal to the mid stent. During hospitalization the subject experienced uncontrolled hypertension and was treated with medication. The subject was discharged (B)(6) 2011 on aspirin and clopidogrel. It was noted by the investigator that the relationship to the index procedure was deemed as unrelated. There was no additional information provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea, hypertension, ischemia, and restenosis, as listed in the device instructions for use (IFU), are known adverse patient events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.